Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2010, the pt reportedly had a seizure at which time her boyfriend checked her blood glucose and obtained a result of 59 mg/dl. He called the paramedics who gave her IV glucose en route to the emergency room. She says the hosp did some blood tests and a CT scan on her. She says she was released but did not remember any of the events of the injury. She says that her boyfriend took her off the pump. She does not know if her pump cartridge was empty as she cannot remember anything. The pt said the pump was over-delivering insulin, however review of the pump history revealed that the total daily doses (tdd) were below the programmed basal amounts. The pt denied setting a temporary bolus amount of suspending the pump during that time.